Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation reported as deflation. Device evaluation: visual analysis of the returned device identified: white and brown particles, partial delamination of valve, curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination of diaphram flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.